Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited over sensing, noise high impedance, and high pacing thresholds. An insulation fracture was suspected near the superior vena cava. The lead was explanted and replaced.